Event description:
It was reported that a patient presented for initial system implant. During the procedure, the physician noticed that atrial lead experienced loss of capture. The physician moved the lead to another site and the problem persisted. The physician chose a third site and found that impedance was low and the lead screw could not be extended. The lead was not used and another lead was used. The procedure was successful and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.